Event description:
Same case as MDR ID#: 2134265-2013-09504. It was reported that upon unpacking, two 6frx7cm introducer sheaths were noted to have condensation in the sealed sterile package. No patient was involved in this case.

Manufacturer narrative:
Mfg site name: (B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: external manufacturer (em) product analysis states : the product was returned in an unopened the sterile bag. The returned sterile bag was investigated and something like a droplet was observed on the film portion of sterile bag. It was nearby the hemostatic valve portion of the sheath in the bag. Droplet adhered inside on the film was investigated and confirmed to be the silicone oil which was applied to the hemostatic valve of the sheath. The hemostatic valve and around the valve of the sheath was investigated. There was the silicone oil that was adhered to those portions found. The process of the silicone oil application to the hemostatic valve of the sheath was investigated. It was confirmed the excessively applied silicone oil was wiped up. The droplet was investigated and found to be the silicon oil used to lubricate the valve. There is no other known source for the silicon oil. The droplet could be the result of incomplete removal of excess silicon oil from the valve combined with vibration and/or shock during transport to bsc and the medical facility. Silicon oil is commonly used to lubricate valves and does not constitute a health or safety hazard to patients. No further action could be warranted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered supplier manufacturing. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-09504. It was reported that upon unpacking, two 6frx7cm introducer sheaths were noted to have condensation in the sealed sterile package. No patient was involved in this case.